Event description:
A surgeon reports that during intraocular lens (iol) implantation surgery the lens was noted to be cracked after inserting the lens into the eye. The incision was widened to facilitate removal of the lens. Add'l info has been requested.